Event description:
On 4/11/2023, it was reported by a sales representative via sems that (2) pec buttons from an ar-2269 pec button implant system could not be twisted off or loosened to deploy. Another ar-2269 pec button implant system was used to complete the case without further issues. This was discovered during a procedure on 3/28/2023. Additional information received on 4/13/2032: this was discovered during a pec repair procedure.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces as the device was torqued. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.